Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that before an abdominal bowel procedure, while the customer was opening the tyvek, they found that the plastic molding on the package was cracked. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p93a4v. Investigation summary: the sample returned had cracked tray. The device was returned in good physical condition. The package design meets industry design requirements for customary shipping and handling. The damage to the tray is the result of external and excessive handling. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.